Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Visual inspection has been performed on the sensor plug assembly and water-based liquid contamination on pcba (printed circuit board assembly) triangle accuracy was observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of all tests is an indication that the water-based liquid contamination did not impact the sensor¿s ability to generate an accurate glucose reading. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Section d4 (primary UDI number) was updated based on returned product download. Section d4 (serial number) was updated from (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Event description:
A reading issue was reported with the abbott diabetes care (adc) device. A customer reported receiving low reading of 254 mg/dl on the adc device compared to a reading of 302 mg/dl obtained on healthcare professional device. It is unknown whether the customer noted a trend arrow on the device. The customer further reported that they weren't "feeling good and wasn't looking good" and was unable to self-treat. The customer was seen at a hospital where they were hospitalized due to hyperglycemic which is consistent to adc device reading. Adc customer service was able to clarify that the customer was administered "glucose drip" (IV) to manage their condition" which is inconsistent to the customer's diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A reading issue was reported with the abbott diabetes care (adc) device. A customer reported receiving low reading of 254 mg/dl on the adc device compared to a reading of 302 mg/dl obtained on healthcare professional device. It is unknown whether the customer noted a trend arrow on the device. The customer further reported that they weren't "feeling good and wasn't looking good" and was unable to self-treat. The customer was seen at a hospital where they were hospitalized due to hyperglycemic which is consistent to adc device reading. Adc customer service was able to clarify that the customer was administered "glucose drip" (IV) to manage their condition" which is inconsistent to the customer's diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.